Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (service code 104) was confirmed.  The sd card was missing, causing the reported code 104. The monitor ECG acquisition and pulse delivery circuitry was fully functional, and patient protection was not affected. The touchscreen was not damaged. The root cause of the missing sd card could not be positively identified. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Device manufacturer date: monitor: 06/06/2016, electrode belt: 07/30/2018.

Event description:
A us distributor contacted zoll to report that a patient experienced an unknown defibrillation event consisting of one shock. ECG data readings are not available due to a missing sd card. The monitor ECG acquisition and pulse delivery circuitry was fully functional, and patient protection was not affected. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient received medical attention at the hospital after the event and ended use of the lifevest due to receiving an ICD. There was no death or device malfunction associated with the unknown defibrillation event.